Event description:
A customer reported that during vitreoretinal surgery, the machine was making a whistling sound and the vit probe did not cut. After a delay of an unknown amount of time, a second system was used to complete the procedure. There was no pt harm reported. Additional information was requested.

Manufacturer narrative:
The company representative examined the system and found no problem. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).